Manufacturer narrative:
The suspect device nor the device logs were returned for evaluation, therefore a root cause could not be determined. The customer was contacted for an update; however, no response was received.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
It was reported that the device exhibited no display circuit board failure. There was no patient involvement reported.